Event description:
It was reported that the 8100 is giving error 242.4030. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error 242.4030 was not identified during the customer call. Tech support recommended to check the motor connector is securely connected. The issue could be ail assembly or motor controller board. Biomed would like to send it in for repair. Transferred the call to service notification team for repair. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: manufacturing location. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 is giving error 242.4030. There was no patient involvement.